Event description:
The customer reported that the device failed ot discharge during use. No adverse pt impact was reported.

Manufacturer narrative:
In 2008 this customer clarified that the defib repeatedly failed operational checks. There was no pt involvement. The device was evaluated at the philips repair bench. The reported symptom could not be reported. Philips evaluated the device, and there is no info that supports a malfunction occurred. Note that opcheck failure alone does not indicate a device malfunction.